Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode for overfill and erroneous results with the incident lot was not observed as all product specifications were met. Samples were visually inspected for the presence of citrate additive, and all tubes were found to contain citrate additive in the tube. Following visual inspection, all samples were tested for the amount of the citrate additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill and erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. The following was reported, " material no: 363083 batch no: 8345991. It was reported the customer is stating that the tubes are overfilling causing problems and interfering with patient results. Please be advised that we are requesting a return for 43 cases 363083 due to a customer complaint with lot number 8345991. The customer is stating that the tubes are overfilling causing interference with patient test results. Can you please issue an rga and return labels?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. The following was reported. "Material no: 363083, batch no: 8345991. It was reported the customer is stating that the tubes are overfilling causing problems and interfering with patient results. Please be advised that we are requesting a return for 43 cases 363083 due to a customer complaint with lot number 8345991. The customer is stating that the tubes are overfilling causing interference with patient test results. Can you please issue an rga and return labels?"